Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the atrial lead which resulted in inappropriate automatic mode switch (ams) episodes. The patient was in stable condition. Additional information has been requested but has not yet been received.

Event description:
During follow-up, noise was observed on the atrial lead which resulted in inappropriate automatic mode switch (ams) episodes. The atrial lead was capped and replaced to resolve the event and the patient was in stable condition.